Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files.

Event description:
In this event it was reported that a mtwo file broke during use; the outcome of the event is unknown as of this MDR evaluation. 1st request for further info has been requested.

Manufacturer narrative:
The returned mtwo unifile 4/100 25mm 010 is broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batches #1725396, #1727936, #1731077 and #1730596). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
Additional information was received indicating that the broken piece of the file could not be retrieved and was incorporated into the root canal filling.